Manufacturer narrative:
Battery would intermittently lose communication with the controller, and would not charge in the battery charger. Internal analysis found that the cable¿s wires would intermittently lose connectivity (between the pins and the strain relief) when a continuity test was done. This indicates a crimping issue in the cable¿s connector assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports, that when this battery is connected the controller changes to the other power port when there are still three leds switched on. Also the status light of the battery charger flashes yellow when this battery is connected. No patient complications were reported as a result of this event.